Manufacturer narrative:
Section h6 is updated in this report .

Event description:
The manufacturer became aware of an allegation that an end user developed no serious injury while using dreamstation auto CPAP the device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow up report will be filed.